Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that when turning on the device using the ok button, the meter only displays "the drop of blood." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.